Event description:
Lead remains implanted. Per clinician device reported out of range shock impedance greater than 200 ohms. Shock pathway was re-programmed without the svc coil. Inoffice evaluation showed out of range shock impedance. All other measurements were unremarkable. No postural testing performed. Data to be presented to physician for next steps. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.